Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Site declined to provide patient identifier and weight. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure their navigation system became unresponsive. In trouble-shooting, a hard re-boot of the system restored normal function, allowing the surgeon to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.